Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms during testing. The device was unable to performed displacement test due to no button response. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window, cracked battery tube threads, cracked display window, and stained end cap.

Event description:
The customer's nurse reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 143 mg/dl. The nurse was advised to remove the battery for eight hours and insert a new battery. The customer later call back and stated the device alarmed button error again after a new battery was inserted. Customer was advised to discontinue use of the device, revert to back up plane, and the device needed to be replaced.